Event description:
Patient safety department in receipt of malfunctioned device "blunt tip laparoscopic sealer/divider without nano-coating". Procedure completed was laparoscopic bilateral salpingectomy for tubal sterilization.